Manufacturer narrative:
(B)(4). This complaint is for a report of the patient disconnecting and not capping the patient line. This complaint could not be confirmed. Per the complaint information, the cause of the complaint is user error/ mis-use. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted (B)(4) reporting that she had disconnected during dwell 3 of 5 on the home choice (hc) system and had not capped the patient line. The home patient (hp) requested assistance to end therapy. The technical service representative (tsr) assisted the hp to end therapy in dwell 3 of 5. The hp would finish with a manual bag. The patient was involved, but there was no serious injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the use error, it was revealed that the issue was resolved, and the hp is doing fine and continuing therapy. The nurse confirmed that the hp was retrained as well. The nurse also verified that there were no issues with the therapy or the products, when the hp had requested to end therapy. The nurse would not provide any more details.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.